Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was hooked up to the device there was a degree of ventricular undersensing. The rv lead was disconnected and reconnected and there was still some undersening. The rv lead was explanted and replaced with a new rv lead. After numerous checks both the new rv lead and atrial lead had undersensing. The device was then swapped out with a new device; which appeared to resolve the undersensing issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family to a device marketed in the u.s. Concomitant medical products: 693565 implantable tachy lead implanted: 2013-(B)(6). (B)(4).